Event description:
Information received in 2009, from the patient indicated that he had an invance male sling placed; and that the urine flow is much worse than it was before. Patient will be scheduled to see his physician in 2009. A revision surgery has not been determined at this time.